Manufacturer narrative:
(B)(4) g2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee procedure, the tip of the articular surface inserter fractured during insertion of the bearing. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h6; h11. Visual inspection of the returned device found it to exhibit signs of repeated use and the tip of hook component has fractured off. All pieces were returned. Reported item and lot number confirmed as correct. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.